Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had white particulate matter inside. The particle is located upstream (prior) to product filter. This was identified during storage. The device was filled with an unspecified amount of meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from june 26, 2015 to june 30, 2015. Evaluation summary: the device was received for evaluation. A visual inspection identified a white particle, approximately 0.30 square mm in size, floating in the reservoir. A fourier transform infrared spectroscopy scan determined that the particulate matter was acrylic. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.